Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device was performed and the proximal contact and delivery wire were noted to be kinked. It is likely that the kinks resulted from handling damage during use. The main coil was broken/fractured at the main junction and it appeared that the hook had been pulled out from the glue joint by force. The main coil had a large thrombus of blood adjacent to the glue joint and the main coil winds had been bent between the embolus and the glue joint. Thrombus formation can lead to friction and the device becoming jammed within a microcatheter which can potentially lead to the device becoming broken if attempts are made to advance or retract further. The main coil kink/bend on the coil winds between the embolus and the glue joint indicate that such an attempt may have been made. The product meets design and manufacture specifications and was used in accordance to the directions for use but due to presence of procedural/bodily fluids, the device performance was limited. Therefore, a cause of operational context has been assigned to the reported event.

Event description:
It was reported that the coil (subject device) detached prematurely inside of the microcatheter. There were no clinical consequences to the patient.

Event description:
It was reported that the coil (subject device) detached prematurely inside of the microcatheter. There were no clinical consequences to the patient.